Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device for the endovascular treatment of a patient. It was reported that during the index procedure, there was blood leaking from the valve. The device was exchanged for another sheath and the procedure was completed successfully. Per the physician the cause of the event could not be determined. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Photo evaluation summary: one photo of the sentrant sheath and dilator was received from the account. There was blood visible in the sideport extension. The reported leak could not be confirmed from the photo. If information is provided in the future, a supplemental report will be issued.